Event description:
In the past, this product was received in a jar labeled to store it in the refrigerator. The product is now packaged in a sealed foil packet with no storage directions on the label. The rptr contacted the MFR and was told that an answer could not be given over the phone. He was faxed seven pages of info none of which containes info on how to store the product. He has since called the MFR two more times and still does not know whether or not the product has to be refrigerated.